Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation and no lot number was provided. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot could not be performed as no lot number was provided. The root cause of the incident remains unknown. It is possible that the unacceptable hemostasis may have been the result of overlapping seals. The instructions for use (IFU) warns, "do not seal directly over an area that is already sealed as the integrity of the primary seal may be compromised." Additionally, it is mentioned that the artery was imbedded in the mesenterium; therefore, it is possible that the jaws may not have fully grasped the artery. Both of these factors can potentially compromise the seal quality. This document represents our final report.

Event description:
Lap right hemicolectomy / partial open- "hemostasis was good during the laparoscopic part of the procedure. During the open part they had to seal the a. Colica media. The artery was not skeletonized, but imbedded in mesenterium / fatty tissue. They took a good bite of tissue without any traction on the tissue. They used two seals next to each other (1/3 overlap). Hemostasis was not sufficient. They had to oversew the artery to stop bleeding. They could finish the procedure in a good manner without using any other device. Additional; the jaws of the voyant were clean, no eschar build-up."

Event description:
Lap right hemicoloectomy / partial open- "hemostasis was good during the laparoscopic part of the procedure. During the open part they had to seal they a colica media. The artery was not sceletonised, but inbedded in mesenterium / fatty tissue. They took a good bite of tissue without any traction on could finish the procedure in a good manner without using any other device. Additional; the jaws of the voyant were clean, no eschar buildup." Patient status: "ok".

Manufacturer narrative:
Corrections: updated to clarify incident as an 'adverse event' and 'product problem', as well as indicate that this incident required intervention to prevent permanent impairment/damage. Added UDI (device identifier) information for product.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.